Manufacturer narrative:
The manufacturing records for serial number (B)(6) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. The mitral valve implantation operative report was made available. The patient had a history of mantle radiation to the mediastinum for non-hodgkin¿s lymphoma along with a laparotomy. He also had ¿¿a history of a mechanical aortic valve replacement and bypass grafting along with attempted intracardiac repair. He presented with mixed severe regurgitation and moderate stenosis due to radiation valvulopathy and scarring of the mitral valve with severe circumferential mitral annular calcification as well as radiation valvulopathy and restriction of the anterior leaflet consistent with type iiia disease.¿ in addition, mitral valve analysis revealed evidence of diffuse mitral annular calcification as well as leaflet calcification. Nevertheless, ¿the valve was tested and found to be free of valve perivalvular or perivalvular regurgitation with excellent motion of both leaflets.¿ ¿the patient was transferred to the intensive care unit in very stable condition¿¿ ¿transesophageal echocardiogram postoperatively in the or also revealed normal functioning of the mitral prosthesis with physiologic transmitral gradient.¿ while the operative report indicates a successful surgery, we do not have a discharge summary nor any post-surgical information other than the obituary. Consequently, we do not know whether the patient was ever discharged from the hospital, nor do we have any post-operative diagnosis with the result that we have no evidence to indicate what, if any, contribution the valve had to the death of the patient. Although there is no evidence of valve involvement, the instructions for use (IFU) for the on-x valve lists death as a possible complication of mechanical heart valve replacement [IFU]. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, patient was implanted with onxmc-25/33 sn (B)(4) on (B)(6) 2018 and passed away on (B)(6) 2018. According to the obituary, "passed away unexpectedly, with complications of hodgkin's disease on monday (B)(6) 2018. [Patient] fought a long and hard battle over the last several years, dealing with multiple surgeries and many difficulties."